Event description:
This report was received by baxter USA of a home patient with c. Diff (clostridium difficile) infection, very sick, non-compliance with aseptic technique/not performing dressing changes appropriately/poor personal hygiene, peritoneal dialysis (pd) exit site infection, tunnel infection, and peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date in 2011, the patient began treatment with dianeal pd4 ambuflex therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for dehydration. During the hospitalization, the nurse stated the patient was very sick. Treatment was not reported and the patient has not recovered. Follow-up information was received from a nurse. Medical history, suspect product information, adverse event information, and causality were confirmed. On an unreported date in (B)(6) 2012, during hospitalization, the patient's pd catheter fell out and the patient was started on hemodialysis. On an unknown date in (B)(6) 2012, the patient experienced diarrhea. On (B)(6) 2012, a peritoneal effluent culture and a stool culture were performed. The peritoneal effluent culture was positive for staphylococcus aureus and the stool culture was positive for clostridium difficile (c. Diff). On (B)(6) 2012, the patient was diagnosed with and hospitalized for c. Diff infection, pd exit site infection, tunnel infection, and peritonitis. The nurse believed that the peritonitis developed from the pd exit site infection and tunnel infection. On an unreported date in (B)(6) 2012, upon admission to the hospital, the patient was dehydrated secondary to diarrhea from the c. Diff. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The peritonitis was related to the patient's non-compliance with aseptic technique which included not performing dressing changes appropriately and poor personal hygiene.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, a us 510k number cannot be provided at this time. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review could not be performed as the lot number is unknown. If additional information becomes available, a follow up report will be submitted.